Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy in the descending colon. According to the complainant, after performing a mucosectomy in the patient, bleeding occurred. The doctor used resolution clips to solve the problem. However, the first clip didn't click and was not released from the delivery system. They didn't have to pull the clip off of the tissue; it was simply closing and opening without the ability to click and release. The other two clips used in the procedure operated very well. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a mucosectomy in the descending colon. According to the complainant, after performing a mucosectomy in the patient, bleeding occurred. The doctor used resolution clips to solve the problem. However, the first clip didn¿t click and was not released from the delivery system. They didn't have to pull the clip off of the tissue; it was simply closing and opening without the ability to click and release. The other two clips used in the procedure operated very well. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Upon investigation, it was noted that the sheath grip was detached from the over sheath and that there was a kink near the handle. The clip assembly was located just inside the over sheath. Once the clip assembly was exposed, the control wire was actuated several times and deployed; two distinctive clicks were heard. As evident by the kink in the control wire, and the sheath grip being detached, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)